Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient lost 115 pounds since (B)(6) of 2016 and now has recharge difficulties. The patient stated that he lays down to charge, and the ins goes 'under his ribs' due to the loose skin from weight loss. The patient does not wear the ins recharging belt because they lost it. The patient was advised to follow-up with an hcp if the replacement belt does not help with charging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the previously reported complaint and added that the hcp was going to move the ins from the patient's side to their back due to the ins being loose/moving around in its pocket. No further complications were reported.